Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 283 at the time of the incident. The customer stated that there was fluid inside the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces also found moisture on the electronic and motor assemblies. No button error alarm noted during testing. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.